Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 474 mg/dl. Customer treated their high blood glucose with a manual syringe. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer realized they had a bent cannula when they changed out their set. Customer advised the no delivery alarm occurred during bolus. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to return the infusion set for analysis. Customer declined to troubleshoot high blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).